Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared code-1003 indicative to voltage too low for remaining capacity. This device remains in service and will no be explanted, the patient and physician decided to leave the device implanted. No adverse patient effects were reported